Manufacturer narrative:
Date of event: exact date unknown, event occurred approximately two weeks after initial surgical implant.

Event description:
It was reported that the patient had poor coverage after initial surgical implant, and x-ray result demonstrated the lead moved. The patient underwent a lead repositioning procedure. The surgery was seamless and stimulation was restored in recovery.